Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing a shocking sensation from the device. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-1110-02 serial #: (B)(4), description: precision implantable pulse generator (ipg)

Event description:
A report was received that the patient was experiencing a shocking sensation from the device. The patient will undergo an explant procedure.